Event description:
Customer responded to call regarding a male patient. The arrest occurred at the patient's home and was witnessed by his wife. Patient woke up with chest pain and reported it to his wife. Patient's wife then reported that the patient just stopped breathing shortly after the initial complaint of chest pains. Patient was down for about 10 minutes prior to ems arrival with bystander CPR being performed by his wife. The autopulse platform was deployed. Customer reported that the autopulse platform gave low run times with two autopulse nimh batteries. The first battery ran for 13-17 minutes and the second battery ran for 5-8 minutes. Medics did not recall seeing any messages on the platform's display during compressions. However, they stated that the platform stopped compressions and sounded the "low battery" alarm with both batteries. Medics reverted to manual CPR for approximately 25 minutes after the autopulse stoppage. Return of spontaneous circulation (rosc) was never achieved. No further information was provided.

Manufacturer narrative:
Customer indicated that they are on a 3 battery rotation: battery from charger goes into the autopulse case; battery from the autopulse case goes into the autopulse; and battery from the autopulse goes into the charger. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed. Please see the following related MFR. Reports: #3003793491-2013-01046 for autopulse resuscitation system model 100 with sn: (B)(4); #3003793491-2013-01048 for autopulse nimh battery with sn: unknown.